Event description:
Per the patient, she was implanted with mentor gel breast implants in 2007. In 2011, the patient was diagnosed with lupus and arthritis. The devices remain implanted. See report no: (B)(4).